Manufacturer narrative:
(B)(4).

Event description:
The customer reports: during insertion the spring coil of the guide wire has been released. The md could not proceed with the procedure, and finished by using the new product.

Manufacturer narrative:
(B)(4). The customer returned multiple components from a hemodialysis set. The guide wire will be analyzed as part of this complaint investigation. No definite signs-of-use were observed. Visual analysis revealed that the guide wire was severely unraveled towards the distal end. The proximal end was also slightly kinked. Additionally, the shape of the distal j-bend was misshapen. Microscopic examination confirmed the damage and revealed that the distal weld had completely detached from the core wire. Despite this, the distal weld was still attached to the coil wire. The proximal weld appeared spherical and intact. The guide wire total length measured 70.3cm, which is within the specification limits of 69.4cm-70.6cm per the guide wire graphic. The guide wire outer diameter measured .95mm, which is within the specification limits of .94mm-.965mm per the guide wire graphic. A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The bs en iso 11070:2014 clarifies that guide wires with a diameter greater than .75mm (~.02953") are meant to withstand a force up to 2.2 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than iso standard is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: during insertion the spring coil of the guide wire has been released. The md could not proceed with the procedure, and finished by using the new product.